Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. There was no damage to the battery compartment or moisture alleged. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2019 with the following findings: during investigation, no damage was found to the battery cap or compartment. The battery cap attached securely to the pump. The pump powered on with the display remaining blank. The alleged no power issue was unable to be duplicated during testing. The pump was opened and the eeprom component was cracked. The blank display was due to the cracked eeprom component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.